Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed a nurse call test step during testing. The device's interface board was replaced to address the issue. Additionally, unrelated to the test fail, the device was found to have missing/displace rubber feet so the enclosure feet were replaced, and the cord retainer was found to be missing/broken so the cable clamp was replaced.